Event description:
Swabs provided by (B)(6) had odor when removed from packaging. Participants upon swabbing their noses would have a burning sensation in their nostrils up to 15 minutes are swabs were administered. Approximately 15 people reported the burning sensation. Self swabbing for sars-cov-2 testing. FDA safety report ID # (B)(4).